Manufacturer narrative:
An event of pericarditis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined. Hospitalization or prolonged hospitalization was a result of case-specific circumstances as the patient was admitted to the hospital for treatment. Unexpected medical intervention was a result of case-specific circumstances as medications were administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
User facility medwatch report mw5156057 received that states, "it was reported that following a laac (left atrial appendage closure) procedure using an amplatzer left atrial appendage occluder the patient experienced pericarditis. The patient was admitted to the hospital on (B)(6) 2023. They were given ibuprofen and corticoids and saline solution fluro therapy. Xrays were taken, and an ECG and echocardiogram were performed. The patient was discharged on (B) (6) 2023 and the issue is considered resolved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). It was reported that in 2023, an amplatzer left atrial appendage occluder was implanted. Later in 2023, the patient was admitted to the hospital with pericarditis. The patient was given ibuprofen, corticosteroids, and saline solution fluoro therapy. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment medwatch report # mw5156057.